Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Hospital nurse contacted technical support with inquiries regarding alarms with the liberty select. Reason for patient¿s hospitalization is unknown. Date patient was admitted to the hospital is unknown. It is unknown if the peritoneal dialysis patient¿s hospitalization is related to the patient¿s pd treatment. Additional information was solicited.